Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the white screen, which was observed during physical inspection. Evaluation found a failed input/output printed circuit board( I/o pcb) to be the cause. The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump had a white screen during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.